Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, an alert for non-sustained rv oversensing was observed. Review of session records noted pacing inhibition due to cross-talk. Suggested programming changes will be made during next follow-up. Patient's condition was good before and after the event.